Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported failure positioning the device and gripper actuation issue appears to be due to challenging patient morphology/pathology. The gripper line break was a cascading effect of multiple gripper actuation attempts and is due to operational circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report during the procedure the gripper arms could not close and gripper line broke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was advanced to the mitral valve and grasping was difficult due to the patient anatomy. Calcified leaflets and mitral annular calcification (mac). At the 4th grasping attempt, the gripper arms remained raised and would not lower. It was then noticed that the gripper line had broken. Therefore, the cds with the clip were removed without issue. A new cds was advanced but the clip was not implanted as the physician decided not to because mr reduction was not adequate for the clip to be implanted. There was no issue reported with the second cds. There were no clips implanted, mr remained at 4+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.